Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx thrombectomy set was selected for use during a thrombectomy procedure in a fistula. After 3 minutes of aspiration, a check saline supply error message was displayed and the device was stopped. The catheter was removed from the patient to try to resolve the issue. Upon removing the avx we noticed that saline had leaked over the machine. Another avx catheter was used to complete the procedure. This was a day case and the patient went home 4 hours later with no complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of avx thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for use during a thrombectomy procedure in a fistula. After 3 minutes of aspiration, a check saline supply error message was displayed and the device was stopped. The catheter was removed from the patient to try to resolve the issue. Upon removing the avx we noticed that saline had leaked over the machine. Another avx catheter was used to complete the procedure. This was a day case and the patient went home 4 hours later with no complications.